Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 700 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had low reservoir and was changing infusion set and passed out and was found by husband unconscious. Customer was treated with insulin drip. Customer was advised that insulin pump would be replaced due to motor error received. No further information provided.